Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that a confirmed motor stall was noted in the pump event logs with no motor stall recovery recorded. A motor stall occurred on (B) (6) 2010 and recovered on (B) (6) 2010. Another motor stall occurred on (B) (6) 2010 with no recovery noted. A stopped pump may exceed tube set message was noted on (B) (6) 2010. The pump contained hydromorphone 10 mg/ml. It was later reported that the pt experienced withdrawal. The pt was prescribed oral dilaudid by the hcp to supplement. Per this rptr, the hcp indicated that the battery was depleted. The hcp later reported that the pt experienced opiate withdrawal with increased pain and nausea. The pt underwent a pump replacement on (B) (6) 2010. The pt recovered without sequela; no injury.